Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. It was noted that the lv lead had elevated threshold measurements. Reprogramming was done and the lead remains in use. No further patient complications have been reported as a result of this event.